Event description:
It was reported that the customer went the emergency room (ER) due to a low blood glucose level; details and nature of ER visit were not provided. Reportedly, customer was discharged later the same day. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.